Event description:
The customer reportedly received the following results on the accu-chek advantage system within 10 minutes: 488mg/dl, 361mg/dl and 170mg/dl. The customer felt sweaty and treated herself with 2 units of novolin r and metformin. The customer did not provide the results of the treatment. No adverse event reported. New system sent to customer and return requested.